Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, noise episodes resulting in oversensing and inappropriate high voltage therapy were noted on the right ventricular (rv) lead. There was also a loss of capture noted on the rv lead. The lead was explanted and replaced, and upon explanting the rv lead, insulation damage was noted on the lead. The physician suspected an external shock, from a damaged boiler, was the cause of the rv lead damage. The patient was stable following the procedure. Related manufacturer reference number: 2017865-2019-14855.

Manufacturer narrative:
Additional information: as received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of insulation damage, loss of capture, noise, and inappropriate shock were not confirmed.